Manufacturer narrative:
Citation: alnasser s et al. Matched comparison of self-expanding transcatheter heart valves for the treatment of failed aortic surgical bioprosthesis: insights from the valve-in-valve international data registry (vivid). Circ cardiovasc interv. 2017;10:e004392. Doi: 10.1161/circinterventions.116.004392. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(6)

Event description:
Medtronic received information via literature regarding a comparison of hemodynamic and clinical outcomes with two self-expanding transcatheter aortic valves after valve-in-valve implant into a failed bioprosthetic valve. All data were collected from the valve-in-valve international data registry. The study population included 162 patients (predominantly female; mean age 79 years), 108 of which were implanted with a medtronic corevalve (serial numbers were not included). Among all corevalve patients, a total of 8 deaths occurred by one year. Based on the available information, none of the deaths were directly attributed to medtronic product. Among all corevalve patients, adverse events included: 2 coronary obstruction, 10 malposition, 25 prosthesis mismatch, 4 moderate to severe aortic insufficiency, 1 cerebral vascular accident, 4 major vascular complications, 6 major bleeding, 9 acute kidney injury, 7 arrhythmia requiring permanent pacemaker implant, and 7 implants of a second transcatheter valve. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.